Manufacturer narrative:
The investigation has been completed. Based on the analysis, an additional result was identified (170) and a different issue was identified (4116).

Manufacturer narrative:
Pump serial numbers: (B)(4). Cartridge lot number: m021850. User overfilling the cartridge bag causing a pressure leak.

Event description:
Quarterly summary report for alleged altitude alarms: it was reported that an altitude alarm occurred within labeled altitude range. The alarm was ultimately cleared or user reverted to an alternate method of insulin therapy to address the issue. There was no adverse effect.